Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrical measurement of the right atrial (ra) lead, the lead exhibited high thresholds and a loss of capture. The ra lead was removed and a new ra lead was successfully placed. No patient complications have been reported as a result of this event.